Manufacturer narrative:
Additional information is provided. The system was examined and the company representative was not able replicate any issue related to the reported event. However, the company representative noted evidence of an ac power loss in the system event log (from which the system recovered after 1 second). This indicated a temporary voltage drop from the facility outlet, (which was powering the system, a microscope, a laser, and a 3-d visualization system). It was dispersing the systems on the outlet to distribute the amperage being pulled then tested the system. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 8, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a temporary power loss at the customer facility caused by too much amperage being pulled by one outlet. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system suddenly shut down and restarted during a surgical procedure. When the system restarted it operated normally and the procedure was completed with no patient harm.